Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The blood glucose reading was over 900 mg/dl. The nurse requested to have someone come to the hosp to check if the customer's insulin pump is functioning properly. Advised the nurse that troubleshooting could be performed by phone. The nurse stated that someone will call back later for testing. No further info was provided.